Event description:
Caller states that the lancet does not retract into the lancet device after puncturing the skin. The caller reports that the lancet has to be pulled out of the customer's finger after puncturing. No serious injury reported due to issue. No medical treatment sought or received. Requested return of suspect device and replacement was sent.